Manufacturer narrative:
Submit date: 07/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch report # 2300170000-2016-8018.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states while infusing maintenance IV fluid, fresh blood was noticed on the baby's linens. The nurse used sterile 2x2 to determine where blood was coming from. It was determined that there was a leak at the distal end of the uac catheter.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The available information was analyzed and it did not allow a confirmed root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.